Event description:
It was reported that check clutch event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of the case was chipped and cracked. Customer's reported issue was duplicated during occlusion test. The root cause of the reported issue was not determined, parts were three years old. Actions taken to mitigate the reported issue: replaced clutch half's left and right, also leadscrew and spring as a preventative measure. Passed functional and delivery tests.